Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on. Physio provided a replacement defibrillator and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During scheduled inspection, it was reported that the device would not power on and illuminated the wrench, charge pak and attention icons. There was no pt use associated with the event.